Event description:
New information received indicates that the implantable cardioverter defibrillator delivered an inappropriate shock due to incorrect interpretation of supraventricular tachycardia (svt) signal. Surgery was discussed, and no changes or interventions were reported. The patient¿s condition remained stable.

Event description:
It was reported that during a remote follow-up, it was noted that the implantable cardioverter-defibrillator (ICD) delivered an inappropriate shock. Additional information was requested but has not yet been received.